Manufacturer narrative:
The technician found the siderail end tube was broken. The technician replaced the end tube and rivets to repair the stretcher.

Event description:
Information received indicates the siderail will not stay up.